Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. However, the field service engineer (fse) checked the subject device at the facility. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from fse, omsc surmised that the reported phenomenon was attributed to the loosing connection of the deterioration of the video connector due to repeatedly long-term use because over about eight years and six month had passed from the subject device had been delivered.

Manufacturer narrative:
The field service engineer (fse) checked the subject device at the facility and found that the reported phenomenon was duplicated due to the failure of the video connector socket. The subject device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation, it was found that the endoscopic image was displayed intermittently. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.